Event description:
The crrt machine was in use on the pt. There was no blood pumping from the pt and citrate filled half of the filter. The machine was stopped and the dialysis catheter was flushed. The head nurse restarted the machine and it was determined that there was a machine malfunction. The malfunction occurred four hours after the crrt was started.